Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the lead was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number 1627487-2023-00790. It was reported that patient will have their system explanted in the near future due to lack of efficacy and pocket site discomfort.